Manufacturer narrative:
The insulin pump passed all current tests and no vibrator anomaly but compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was unable to perform occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The motor was tested outside and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer also reported that the insulin pump was vibrating and beeping with no reason. The customer's blood glucose was 109 mg/dl at the time of incident. The customer's blood glucose was 98 mg/dl at the time of call. The customer's blood glucose was 100 mg/dl at the end of call. The customer stated that the insulin pump was able to rewind. The customer performed displacement test and the insulin pump passed. The customer stated that the insulin pump did not vibrate when they pressed act button after using up arrow to set an easy bolus amount. The customer stated that the vibrate mode was on. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.